Event description:
It was reported to boston scientific that during the esophagogastroduodenoscopy (egd) procedure, in which radial jaw 4 biopsy forceps were used for a four quadrant biopsy, the physician observed a persistent bleeder and had use in endoclip. The physician completed the procedure with no pt complications; the pt is "fine."